Event description:
Litigation alleges patient experienced severe pain and discomfort, difficulty ambulating and difficulty performing other activities of daily living.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The investigation has been reopened. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation alleges patient experienced severe pain and discomfort, difficulty ambulating and difficulty performing other activities of daily living.**update** (B)(4) 2012 - medical records were received. Part/lot information was identified for the femoral head. There is no new information that would change the outcome of the MDR decision. Records are available on external hard dtive if needed for further review.